Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of ovarian cyst, menses irregular, heavy periods, uterine fibroids, smoker, pelvic pain female, gallbladder operation, appendectomy, hypertension, dyspareunia, parity 3 and multi gravida. The patient had a family history of diabetes, colon cancer and heart attack. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2023, 6246 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix & salpingo-oophorectomy). The reporter considered medical device removal to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): cervix mild squamous dysplasia (cin I); squamous metaplasia; negative for high-grade dysplasia; endometrijm endometrial hyperplasia without atypia (formerly complex hyperplasia without atypia); negative for neoplasia; myometrium adenomyosis and leiomyoma; bilateral adnexa salpingo-oophorectomies; salpinges no significant pathologic change; ovaries benign follicular cysts; endometriosis. Specimen source: 1 uterus, bil tubes & ovaries ¿ cervix. Gross description: the myometnum is predominantly trabecular and measures up to 35 cm there isa 1 4 cm white, whorled leromyoma the serosa displays multiple adhesions the right ovary measures 3 1x2 1x 12 cm and is sectioned to reveal a tan-yellow cut surface with several small, smooth-lined cysts measuring up to 1 0 cm the left adnexa is focally adherent to the serosa the left ovary measures 41x39x29cm and displays a large, smooth-lined cyst measuring 3 1 cm in greatest dimension no papillary excrescences are identified the bilateral fimbriated fallopian tubes average 6 om in length by 1 0 cm in diameter. Following microscopic examination, the remainder of the cervix and endometrium, with a metallic spiral coil found adjacent to the endometrium quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report received. Lab data, medical history, concomitant conditions , patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2023, 6246 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.